Event description:
Unomedical reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set was leaking at site within 3 hours of insertion at abdomen, which caused the patient blood glucose levels to 348 mg/dl, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The batch 6001601 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) 3802038 guideline for test of reference samples version 11 for the code idd-pmc02.01 leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi 4902148 version 43, 4a02025 version18 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi 4802011 version10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi 4802101 version 25 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6001601 was manufactured according to the document (B)(4) version 66 on the packing process in the machine l174, on (B)(6) 2023., with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no nc raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.